Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple occlusion alarms and an altitude alarm occurred. Customer changed pump supplies to address occlusion and after a period of time, the altitude alarm cleared. Customer's blood glucose was 150-231 mg/dl.